Event description:
Beckman coulter, inc. Employee reported a potential chemical exposure when approx 20ml of fluid leaked from a container of act 5 diff fix reagent and two containers showed evidence of moisture. The warehouse employee was wearing gloves and work clothes at the time of the incident. There was no contact with mucous membranes or open wounds. No reports of death or serious injury, and no affect to operator safety treatment as a result of this event.

Manufacturer narrative:
Product was not returned for eval. Photographic images were sent. The photograph demonstrated indentation damage to the bottom of one of the containers. Root cause is unk. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 and (B)(6) 2010 for additional reportable events.